Manufacturer narrative:
(B)(4) date sent: 6/4/2026 b3: exact event date unk, entered 1/1/2026 as only the year was provided. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: what were the indications for surgery? I don't know how to answer, I suggest we scheduled a meeting with a surgeon what surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? I don't know how to inform, I just know that after the procedure there was no time to do any imaging exam, due to the patient's bad case. Were there any problems with the device in the initial surgical procedure? We were not in the room accompanied, according to the dr no, the whole process was done correctly. Which healthcare professional triggered the device and what is your experience with the device? We were not in the room accompanied where on the green gap definition scale was the indicator located before the shot (b low, b medium or b high)? We were not in the room accompanied, according to the dr no, the whole process was done correctly. Did the healthcare worker wait 15 seconds after closing the device and retighten before firing? According to dr yes was the device hard to close? We were not in the room accompanied, according to the dr no, the whole process was done correctly. Was the device hard to shoot? We were not in the room accompanied, according to the dr no, the whole process was done correctly. How were the counterclockwise rotations of the adjustment knob used to open the device? We were not in the room accompanied, according to the dr no, the whole process was done correctly. Did the healthcare professional receive audible and tactile feedback when triggering the device? We were not in the room accompanied, according to the dr no, the whole process was done correctly. Have the donuts been inspected? If so, describe. We were not in the room accompanied, according to the dr no, the whole process was done correctly. Was a complete transection of the white breakaway washer visually confirmed? I don't know how to answer, I suggest we scheduled a meeting with a surgeon have there been any problems observed with staple formation at any point during patient care? If yes, describe the shape and location. Dr infrma that one side of the wall did not staple and needed suturing does the surgeon believe that the death is related to an alleged deficiency of the device, or were there other factors that contributed to the patient's tissue condition? Dr informs that he had pulmonary issues, worsening other situations, that it was not related to the abdomen, as the patient was bad, he had no way to make any image, there is no way to know, but dr believes that it had no relation to stapling. Is there an autopsy report available? I don't know how to inform, only talking to dr is the surgeon interested in talking to the ethicon medical and engineering team? We can verify, I believe so death case: the patient died due to an abdominal sepsis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, that patient died from abdominal sepsis. She could not confirm whether that case involved size 29. Reported a surgical intervention.